Event description:
Caller states patient received result of hi (greater then 600 mg/dl) on the performa system and 198 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).